Manufacturer narrative:
Manufacturer's investigation conclusion: the investigation confirmed the reported low voltage advisory/hazard alarms via log file analysis. The log file contained a low voltage advisory while the system was connected to external batteries at 13:35:23. The low power advisory captured is consistent with the black power cable battery being partly depleted. When the white power cable external battery was replaced with a new battery, the controller briefly alarmed for a low power hazard due to the only power source connected being the black power cable battery at ~1.5v. The low power advisory/hazard resolved at 13:36:22 when the black power cable battery was replaced with a fully charged external battery. The power cable disconnect alarms were consistent with routine exchange/renewal of power sources. The low voltage advisories and power cable disconnect alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The investigation could not confirm the controller¿s inability to audibly alarm as no product was returned for analysis. Additional information states the patient denies any audible alarms, a cause for the alarm is unknown but suspected to be due to power, patient was advised on disconnecting both power cables and cleaning battery clips, no equipment was exchanged, and no product would be returning for further analysis. A root cause for the reported event could not be determined off the information provided. The device history record for the system controller (serial number: (B)(6) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage advisory and power cable disconnect alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including battery clips, the system controller, and system controller power cables. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient denied any audible alarms. The cause of the alarm was unknown, but suspected power due to information from the log files. The patient was educated on disconnecting both power cables and cleaning the battery clips. No equipment was exchanged.

Event description:
It was reported that the patient had several low voltage advisory and hazard alarms that lasted from 6 seconds to 6 minutes. The patient and their caregiver denied hearing any alarms sound. The patient denied disconnecting both power cords at the same time and also denied the batteries losing power. The batteries and battery clips were cleaned with an alcohol swab and the patient was instructed to use new battery clips. Log files contained a low voltage/power cable disconnect event on 30nov2024 when the patient was utilizing battery power. The patient appeared to have depleted battery power into a low voltage state followed by a battery swap which exchanged the alarm. There were a few additional power cable disconnects while the patient was utilizing battery power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.